Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after overnight automated corrections led to a blood glucose nadir of 53 mg/dl, with no insulin on board at the time of contact; the user was instructed to follow standard oral carbohydrate treatment and to review algorithm steps, and troubleshooting and education were completed. Symptoms included low blood glucose with associated hypoglycemia. Outcomes included successful self-treatment with oral glucose, stabilization of blood glucose to 70 mg/dl, and no need for additional assistance or medical intervention. Investigation included user coaching on hypoglycemia treatment and confirmation of system status and insulin on board. Investigation of this case revealed no device malfunction identified and that the event was consistent with hypoglycemia of unclear cause following automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.